Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patient's clinical status/medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may/will result in fibrin and/or formation in the serum/plasma. Serum gel tubes need a minimum of 30 min clot time and serum non-gel need 60 min. Other factors to consider would be storage conditions, temperature, and centrifugation conditions. Also assuring proper inversion will mitigate fibrin occurrence. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that erroneous results occurred after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter: "when using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results. Yes unexpected and/or unexplained clinical or qc results you indicated that you have experienced unexpected and/or unexplained clinical or qc results. Please provide details below, including product reference catalog number, batch/lot information, etc. In 200 characters or less. Fibrin interference."